Event description:
A caller reported experiencing a cartridge alarm issue with their pump, specifically alarm 20, which occurred when attempting to change the cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump and provided instructions for returning the faulty one. Meanwhile, the customer transitioned to manual insulin injections to ensure continued insulin delivery.